Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00727; 9680794-2023-00725; 9680794-2023-00726; 9680794-2023-00724;

Event description:
Customer reported guidewires kinked during ij insertion and had to go through 5 wires before insertion was successful. The sixth guidewire was successfully used. The patient's condition is reported as fine.

Event description:
Customer reported guidewires kinked during ij insertion and had to go through 5 wires before insertion was successful. The sixth guidewire was successfully used. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 9680794-2023-00727; 9680794-2023-00725; 9680794-2023-00726; 9680794-2023-00724; 9680794-2023-00723 complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
Customer reported guidewires kinked during ij insertion and had to go through 5 wires before insertion was successful. The sixth guidewire was successfully used. The patient's condition is reported as fine.